Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were both over-responsive and under-responsive at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button was unresponsive, which has no effect on insulin delivery function. The keypad was removed and there was evidence of contamination found under all of the key contacts. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked compartment. The battery cap was able to tighten securely to the pump.